Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. No audio alert noted. Unable to verify a broken force sensor was detected during seating or regular delivery or critical pump error due to blank display. Device received with corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose and the insulin pump had critical pump error and pump error. The customer¿s blood glucose level was 53 mg/dl. The customer was treated with carbohydrates. The customer stated that they had received critical pump error alarm and was beeping. The customer reported that they received a critical pump error image on the pump screen. It was reported that they had received a broken force sensor was detected during seating or regular delivery before critical pump error. The customer declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.